Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-08416. It was reported the patient underwent surgical intervention on (B)(6) 2018 and postoperatively developed a hematoma (unknown location) and the entire scs system was explanted 4 hours after the initial surgical intervention on (B)(6) 2018.

Manufacturer narrative:
Correct notification date is (B)(6) 2018 not (B)(6) 2018.

Event description:
Device #2 of 2: refernce MFR. Report: 1627487-2018-08416. Follow up information identified the first notification of this incident was on (B)(6) 2018.